Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided the cleaning, disinfection, and sterilization process stating the automated endoscopic reprocessor (aer) used is soluscope 4. The air/water channel and auxiliary channel were aspirated and flushed with water. The aer detergent is cln and the aer disinfectant is paa. The manual detergent is salvanios and no manual disinfectant is used. The instrument/suction channel, suction cylinder, and instrument channel port were brushed using lta manual brushes. The storage practice is hanging the scopes vertically in a simple cabinet, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found less than 1 cfu of microorganisms revivable at 30 degrees celsius. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacturer.

Event description:
The customer reported to olympus, during reprocessing on (B)(6) 2022, the evis exera iii colonovideoscope tested positive for 4 colony forming units (cfus) of cladosporium sp. On (B)(6) 2022 the scope tested positive for 12 cfus of pseudomonas oryzihabitans. On (B)(6) 2022 the scope tested positive for 2 cfus of cladosporium sp. It is unknown which channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - insertion tube insulation below the threshold - light guide lens--- cracked - switch 1 --- wear and tear - biopsy channel --- wear and tear - insulation at the distal end did not pass however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.